Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. The blood glucose reading is 101 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The act button did not respond due to corroded keypad trace. Unable to verify unexpected restart alarm and compromised force sensor alarm due to unresponsive button. There was no moisture damage on electronics noted. The insulin pump was received with minor scratched display window, cracked battery tube threads, and reservoir tube lip.